Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after the case completed cardiac tamponade was discovered in the patient and required pericardiocentesis and drain placement. The effusion was discovered in recovery. The medical intervention provided was a "tap" and a drain was also put in the patient. Patient required extended hospitalization of inpatient monitoring after pericardiocentesis. The patient fully recovered. The physician's opinion on the cause of the adverse event is that it was procedure related. Transseptal puncture was performed with baylis versacross kit, transseptal sheath with pigtail wire. Ablation was performed prior to noting pericardial effusion. No evidence of steam pop and no equipment errors.